Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, lot#: n260301004, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2012-07-13, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 100 mcg/day via an implantable infusion pump. It was reported the system was replaced on (B)(6) 2021 and would not be returned as the customer discarded. The patient presented to the emergency room (ER) with baclofen withdrawal symptoms. The hcp aspirated the pump and amount was correct, no motor stall noted. The patient was scheduled for a dye study and surgery on (B)(6) 2021. The catheter was aspirated, and dye study performed. The catheter did aspirate clear fluid, but the dye study was not clear if there was a leak. The patient had no falls or injury. It was further reported the doctor noted the old catheter was from 2010 and should be replaced with an 8780 catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the pump and catheter were replaced and the issue should be resolved.